Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported "tests show that my lap-band line has snapped at the juncture where the nipple splices the band." The pt stated that their surgeon said,"this is the result of a defective band." Further f/u with the health professional confirmed the event and the explant of the device.